Event description:
It was reported that during therapy, a hole was noted in the intra-aortic balloon and blood backed up into the tubing. It was noted that this occurred during mobilization of the patient. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. A kink was observed on the catheter tubing approximately 48.3cm from iab tip. A second kink was observed on the catheter tubing and inner lumen approximately 29.7cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed at the kinked location of the inner lumen within the catheter tubing 29.7cm. The evaluation determined a leak within a kink in the inner lumen causing the reported problem. It is difficult to determine when or how the penetration occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).